Event description:
It was reported the pt no longer had stimulation and had been unable to communicate with his ipg using the external devices. The issue had started last year. F/u identified the physician planned to undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.